Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies failed and pyxis drawers were not recoverable. The field service engineer checked the station and found duplicate pockets. The system was shut down, the row board cable was reseated, the retractor band was replaced, and the unit was rebooted and tested. The pharmacy team then recovered and reloaded the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple cubie and drawer failures and was not recoverable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.